Event description:
Patient was revised due to pain and elevated metal ion levels. It was noted on the report that there was fluid pressure in the joint and reactive tissue was present. It was also noted that the cup was not bony ingrown and did have some fibrous ingrowth on the back. Note: stem was not removed. Update - (B)(6) 2011 - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address dark tissue to suggest a significant metallosis; minimal corrosion along the base of the femoral neck morse taper; liner showed no evidence of bony ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.